Event description:
A healthcare worker experienced coughing, irritation of the throat, sneezing and red, watery eyes approximately three hours into her 10 hour shift working in a room where cidex opa is used during manual disinfection processes. The room is not well ventilated and the number of air exchanges per hour is unknown. The worker was seen in employee health services and no medical treatments were rendered. The worker's symptoms resolved in 24 hours and the worker had moved to a different department. The facility is currently in the process of having the air exchanges measured and are installing hoods above the disinfection area for better ventilation.